Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after surgery, the patient experienced high myope with astigmatism with measurements of first day 20/60 then one week 20/200 with 90 degree rotation, reposition, first day 20/40, two weeks 20/200 with +/-30 degrees rotation additional information has been requested and received stating that surgeon reported plans to reposition with ctr.